Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced review for the potential root cause of the issue associated with this event has been performed by an isi failure analysis engineer (fae). Per the fae, infrequent cleaning of the jaws could be a potential cause for the issue with the vessel sealer extend instrument, as cleaning can prevent the tissue from sticking. Because the generator setting for this instrument cannot be changed, the energy settings likely did not contribute to this issue. The user manual for the da vinci xi instruments and accessories, as well as the addendum for the vessel sealer extend instrument, contain the following instructions to minimize the risks associated with contaminated instrument jaws: - to clean an instrument intraoperatively, remove the instrument from the system, and wipe the instrument tip with moist sterile gauze. - do not seal if jaws are contaminated with carbonized tissue. Ensure jaws are clean during use to prevent insufficient sealing. This is considered a reportable event due to the following conclusion: approximately 5 hours after the start of a davinci-assisted total colectomy procedure, the patient's tissue began to stick to the vessel sealer extend and fenestrated bipolar forceps instruments, causing the mesenteric tissue to tear and bleed. The significance of the damaged tissue and the extent and severity of the reported bleeding are currently unknown; however, this will be reported as an adverse event and malfunction.

Event description:
It was reported that approximately 5 hours after the start of a davinci-assisted total colectomy procedure, the patient's tissue began to stick to the vessel sealer extend and the fenestrated bipolar forceps instruments, causing the mesenteric tissue to tear and bleed. Please refer to record with patient identifier (B)(6) for the investigation regarding the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the site, and the following additional information was obtained: per the surgeon, the vessel sealer extend instrument sealed and cut the tissue, but the tissue remained stuck to the jaws following the normal sealing and cutting cycle, despite periodic intraoperative cleaning of the instrument tip with a compress moistened with water. This significant sticking of the tissue caused the jaws to stick together, and it caused an impairment of the cutting performance of the instrument, to the point that another instrument (the fenestrated bipolar forceps) was opened and used to complete the procedure. Further, because the stuck tissue would not release on its own as expected, the tissue was torn and bleeding occurred, prolonging the procedure time by approximately 30 minutes. No additional surgical intervention was required to repair the tears in the tissue, and no tissue was removed unexpectedly. The site also stated that no additional, unexpected bleeding occurred. The vessel sealer extend instrument functioned well during the first 5 hours of the surgery. At the time the issue occurred, the instrument was being used to seal and cut the mesentery. The sealing process was completed, but it took longer than expected. There were no error messages at the time of the issue, but there was no audible signal (continuous tone) while the pedal was depressed during the sealing cycle. As for whether or not the expected tones were heard indicating the completion of the sealing cycle, the reporter stated that she "couldn't answer with 100% certainty." However, the tissue was not cut before it was completely sealed. In the surgeon's opinion, the cause of the issue with the vessel sealer extend was "too fast adhesion." The jaws of the instrument were not immersed in liquid before or during the sealing cycle, but it is probable that they were contaminated with charred tissue. Per the site, the tissue was not under tension during this process, nor had it been exposed to chemotherapy or radiation prior to the procedure. None of the vessels involved were larger than 7mm, nor did they have calcifications. The jaws of the instrument had not been in contact with a clip, suture, staple, or other metal object when the issue occurred. No fragments fell into the patient. Per the site, both the vessel sealer extend and the fenestrated bipolar forceps instruments damaged the patient's tissue. Both instruments were inspected before use, and there was no damage noted. The vessel sealer extend instrument was discarded, and it is not available for return. Per the site, the patient did not experience any post-operative complications. His relevant medical history included a proctocolectomy. The site also provided the patient's age, gender, and weight.